Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) findings: deep infection less than 6wks with duration of 1 month. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Dob: (B)(6). Concomitant medical products: catalog number: 14-103650 lot number: 418020 brand name: univ 2-hole shl, catalog number: ep-105883 lot number: 334350 brand name: epoly 28mm rlc lnr, catalog number: 51-109050 lot number: 3262237brand name: tloc 133 mp sp t1, unknown 20 mm screw, unknown 20 mm screw. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04753, 0001825034-2019-04754, 0001825034-2019-04756, 0001825034-2019-04757. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient experienced infection approximately 8 months post implantation which was resolved 1 month later. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.